Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU). Other adverse events: ·the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. Reference internal complaint (B)(4).

Event description:
It was reported the physician performed a novasure endometrial ablation on 03/15/2018 and the patient was discharged home. "The patient presented shortly after a novasure endometrial ablation procedure with fever and pain. At home her temperature was >105°f but was only recorded as mildly febrile at the hospital. All imaging studies were negative. She was started on antibiotics and admitted to the hospital. Blood cultures were positive for group b streptococcus. She required extended time for intravenous antibiotics". Her fever broke on (B)(6) 2018.